Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient requested technical support after encountering an air detected in cassette warning while in fill 4 of 5. After troubleshooting, the patient was advised to reboot the cycler. The patient then received a power fail recovery failed message. The patient was advised to cancel treatment and the patient observed evidence of a fluid leak when removing the cassette from the cycler. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. Follow up with the peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the alleged events. There was no medical intervention. No treatments reportedly missed. Additional information was solicited.

Manufacturer narrative:
Correction: plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
"."